Event description:
The micro sagittal saw was sent for eval and during testing conducted at the MFR it was discovered that the handpiece ran on when operated. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.